Manufacturer narrative:
(B)(4) initial report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient details, patient medical history, date of primary surgery and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been stated that the explanted devices are not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity revision. The date of primary surgery and reason for revision have not been provided.

Manufacturer narrative:
Per -(B)(4) final report additional information, post primary and pre revision x-rays, operative notes, patient details, patient medical history, date of primary surgery and an update on the patient following the revision was requested, however, not all could be provided and thus the scope of the investigation was limited. It was stated that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation cannot be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision due to dislocation.